Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor glucose versus blood glucose differences from the sensor. The customer blood glucose was 7.5 mmol/l before lunch. After her walk, the customer sensor glucose was 22 mmol/l and blood glucose was 17 mmol/l. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer removed the sensor and it appeared bent.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance testing. The sensor passed per specifications and performed bicarbonate buffer test. The sensor passed with accurate readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.